Event description:
Reported discrepant sars results for 1 symptomatic consumer. The consumer communicated that over the past two years, they have had an estimated 4 quickvue sars otc tests that have resulted positive while other brand's rapid antigen assays have been negative. Each consumer event is captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: social media and phone.

Manufacturer narrative:
Correction: b4 - added today's date of the follow-up correction report h6 - added codes 3331 to the type of investigation new manufacturer narrative: investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: social media and phone